Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self-test failed alarm. Te 233004 and mutiple fs calibration failures during pre-op. Before using the equipment in the pediatric ICU, it was checked whether the equipment was normal. It was found that the battery of the hamilton ventilator c1 device could not be stored, resulting in the inability to start up and use it. No patient involvement.